Event description:
It was reported that discarditii 2ml with 23x1 had scale markings issues. The following information was provided by the initial reporter: the scaling is smeared and the ¿1¿ can no longer be recognized.

Manufacturer narrative:
H6: investigation summary photos were received by bd for evaluation. A quality engineer was able to review the photos of discardit 2ml, lot# 1061112, regarding item # 300846 with the reported issue that the ¿scaling is smeared and the ¿1¿ can no longer be recognized¿. The DHR of material number 300846 and lot number 1061112 was checked for quality notifications and no quality notifications were recorded on this lot. No samples and three photographs were received from the customer and were used for investigation of the reported defects. The investigating team has also used the retention samples of material code 300846 and lot number 1061112 for investigating the reported defect. No retention samples showed marking defect. The defect was simulated on the machine and on investigation it was found that this is majorly because of the toggle arm and bush worn out and got overlooked during pm. As an action point for corrective and preventive action we have now been added the pm checklist to avoid overlooking and missing them on checking them out during preventive maintenance of the machine. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that discarditii 2ml with 23x1 had scale markings issues. The following information was provided by the initial reporter: the scaling is smeared and the ¿1¿ can no longer be recognized.